Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise, oversensing and high out of range pacing impedance measurements on the right atrial channel. Additionally, a signal artifact monitoring (sam) episode was recorded. Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise, oversensing and high out of range pacing impedance measurements on the right atrial channel, suspicions of fracture were raised, however, they have not been confirmed. Additionally, a signal artifact monitoring (sam) episode was recorded. Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the complaint description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise, oversensing and high out of range pacing impedance measurements on the right atrial channel, suspicions of fracture were raised, however, they have not been confirmed. Additionally, a signal artifact monitoring (sam) episode was recorded. Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported.